Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the pump was not recognizing the smartguard doses, was not giving the correct amount of auto corrections, and had an unknown software issue. The customer reported no adverse event. The event involved product(s) unk_fotasoftware and mmt-1884l. Troubleshooting was partially performed, and the issue was not resolved. No harm requiring medical intervention was reported. No product return is required for unk_fotasoftware. It was unknown whether the customer will continue using the device, and no product return is required for mmt-1884l.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed displacement test and self test. Unit was downloaded successfully using (thump software). Unit was programmed with test guardian 3 link and test plug simulator. Unit communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. A calibration value was manually entered, and unit display the programmed value properly on the display graph. No sensor anomalies were noted. Pump sensors feature and auto mode connection are working properly. Auto mode adjustment feature working as design. Unit was cut open and perform a visual inspection on electronic assemblies and connectors. All connectors were plugged in properly and no moisture damage was noted. Unit received with the following cosmetic damages: scratched case, pillowing keypad overlay and cracked case (battery tube). In conclusion, customer allegations for sensor anomalies were not confirmed during testing. Unit and sensor auto mode communicated properly during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.